Event description:
User called for assistance checking the calibration of the device. After phone trouble-shooting, it was discovered that the device was replaced and the defective one returned for investigation.